Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were issues with 2 sensors. One sensor did not appear to connect to the transmitter. The other sensor cannula was missing. The customer's blood glucose reading was 115 mg/dl at the time of incident. Troubleshooting found that the first sensor cannula was not bent or kinked.